Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port was damaged and the usb cable was not fitting into the usb port. Subsequently, the customer is having difficulty charging the pump. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections as alternate insulin therapy available.